Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use a message appeared stating "purge failure". As a result, a second iab was used and another attempt was made successfully. Patient outcome reported as fine/stable. There was no report of patient complication, serious injury or death.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use a message appeared stating "purge failure". As a result, a second iab was used and another attempt was made successfully. Patient outcome reported as fine/stable. There was no report of patient complication, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab connection difficulty, purge failure is not confirmed. Although, the root cause of the reported complaint is undetermined the returned iab passed all visual and functional tests. No further action required at this time.